Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information, the anchor broke from suture/mesh on static side during placement. When inserting the static anchor with sling attached, the physician heard the pop into the membrane, as he continued rotating for proper placement, the trocar kept moving but the mesh wasn¿t moving with it. The mesh was no longer attached to the anchor. Another altis was successfully implanted.